Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As rec'd, the electrode belt failed the hi-pot test, +p insulation resistance test, fall-off and te recognition test. Upon eval, the cable connecting the front therapy electrode (te) and the distribution node (dn) was damaged. The cause of the test failures is the damaged cable. The root cause of the damaged cable and internal wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.